Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that multiple patients experienced toxic anterior segment syndrome (tass) after a cataract surgery. Additional information has been requested but none received till date. Additional information has been received indicating that multiple ophthalmic handpieces were suspected for tass events that occurred after separate cataract surgeries. The current patient condition was not provided.

Manufacturer narrative:
The phacoemulsification (phaco) handpiece was not returned for evaluation. A non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There is no evidence that the design or manufacturing of the system or phaco handpiece contributed to the reported event. The root cause of the reported event is inconclusive. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).